Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx bifurcated stent graft to treat an abdominal aortic aneurysm on (B)(6) 2012. Approximately 6 years from initial implant endologix became aware that a type 3b endoleak was identified. The physician elected to treat the patient by placing additional afx 2 device on (B)(6) 2018. No additional patient sequalae has been reported at this time.